Manufacturer narrative:
The customer's reported event was confirmed. The device did not operate upon receipt. Visually the device displayed no obvious defects and the battery terminal appeared to be unharmed. The device did not function in high or low speed mode when the trigger was manipulated. The battery pack was opened and discovered the batteries had corroded. No anode ejection was visible however a galvanic reaction occurred as evidence by the green and white trace (mold) on the battery terminals. The probable cause for the device failure is the corrosion of the batteries and batty pack. The most likely cause for the corrosion is due to battery leakage from environmental conditions in storage. The true root cause of the battery corrosion is unk. A review of the zimmer surgical mfg, packing and inspection processes denotes no systemic issues indicative to this type of failure. The review of the device history record noted no issues with the assembly of this production lot of parts. There were no internal zimmer non conformances for the battery lot initiated at incoming inspection or from the mfg area. In addition, each pulsavac device is functionally tested multiple times at assembly. Storage of batteries in hot and humid conditions over time can cause the battery to vent as gases build up inside the cell. Additionally, a failure of a single battery may cause some or all of the remaining batteries to discharge due to a short in the power circuit.

Event description:
The device did not function while using. The switch was turned on and off, still it did not work. There was no pt harm or surgical delay reported. An alternate device was retrieved to complete the surgical procedure without delay. This event is being reported based on the results of the device eval indicating that there was leakage and corrosion of the batteries and battery pack.